Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous endovascular balloon dilation. The target lesion was located in arteriovenous endovascular fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured when the pressure was applied. The procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous endovascular balloon dilation. The target lesion was located in arteriovenous endovascular fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured when the pressure was applied. The procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was stable. It was further reported that the target lesion was non-tortuous, moderately calcified, and had type 1 stenosis. During the initial inflation at 24 atmospheres for about 30 seconds, the balloon ruptured longitudinally. The balloon was removed from the patient successfully.

Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous endovascular balloon dilation. The target lesion was located in arteriovenous endovascular fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured when the pressure was applied. The procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was stable. It was further reported that the type I stenosed target lesion was non tortuous and moderately calcified. During initial inflation at 24 atmospheres for about 30th second, a longitudinal break occurred. The balloon was removed from the patient successfully.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 20mm in length and extended from a position 17mm distal of the proximal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.